Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No - (other): lens not returned. Event problem and evaluation codes: method: evaluation method: lens work order search results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a aq2010v 22.50 diopter three piece silicone lens. Lens tore upon insertion into the patient's eye. Lens was removed with no patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Evaluation method: lens work order search. Evaluation results: a visual inspection of the returned product found half of the lens optic was returned. Other half of optic and both loop haptics are torn off and missing. There was evidence of red residue on lens surface. (B)(4).

Manufacturer narrative:
Based on the DHR review of the lens, product evaluation, work order search, and the available information related to this complaint, it has been determined that nothing in the manufacturing of the lens was the root cause to this complaint. The msi-pm injector and aq cartridge-fp was used, however product lot information was not provided nor was the product returned to staar for an evaluation, hence the DHR review of the injector and cartridge was not completed. The root cause of the lens tear is unknown. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears or nicks can occur at any stage from manufacture to surgical manipulation. (B)(4).